Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of covid-19 in 2022, tubal ligation in 2011, hernia repair in 2007, cholecystectomy in 2005 and drug allergy (amoxicillin trihydrate, clindamycin, and methylphenidate hcl), wisdom teeth removal, cyst removal, parity 1, multigravida, post-traumatic stress disorder, honey allergy and premenstrual dysphoric disorder. Previously administered products included: metformin and fluoxetine. The patient had a family history of breast cancer, uterine cancer, schizophrenia and mental disorder. Concurrent conditions were listed as menometrorrhagia, fibroids, pelvic pain, prophylaxis against postoperative nausea and vomiting, motion sickness, gerd, depression, cholelithiasis, bipolar I disorder (bipolar 1 disorder (cms/hcc)), bee sting hypersensitivity (allergy: bee sting,), chest pain (patient only develops chest pain when her anxiety gets worked up. She denies any thoughts of hurting herself.), obsessive-compulsive disorder, anxiety, migraine, peripheral edema, diabetes mellitus, morbid obesity and nicotine dependence (nicotine dependence: patient says that she has not smoked for 4 days. Prior to quitting, she was smoking about 2 cigarettes per day.). Essure was removed on (B)(6) 2022. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (robotically assisted laparoscopic supracervical hysterectomy, bl salpingectomy done on (B)(6) 2022). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 49.181 kg/sqm. [Pathology test] on (B)(6) 2022: surgical pathology report: specimens: uterus,bilateral fallopian tubes; final diagnosis: a.uterus and bilateral fallopian tubes, hysterectomy and salpingectomy: proliferative endometrium,negative for atypia and hyperplasia. Myometrium with leiomyomas unremarkable bilateral fallopian tubes gross description: sectioning through the fallopian tubes reveals a stellate,pinpoint lumen and no grossly identified masses or lesions. Findings: 14 cm irregular fibroid uterus with normal adnexa bilaterally. Normal amount of omental adhesion up to the superior aspect of the mesh, the umbilicus was free of any adhesions. Complications: none; patient tolerated the procedure well. Disposition: pacu - hemodynamically stable. [Physical examination] on (B)(6) 2023: cardiovascular: dorsalis pedis pulses are 2+ on the right side and 2+ on the left side. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of covid-19 in 2022, tubal ligation in 2011, hernia repair in 2007, cholecystectomy in 2005 and drug allergy (amoxicillin trihydrate, clindamycin, and methylphenidate hcl), wisdom teeth removal, cyst removal, parity 1, multigravida, post-traumatic stress disorder, honey allergy and premenstrual dysphoric disorder. Previously administered products included: metformin and fluoxetine. The patient had a family history of breast cancer, uterine cancer, schizophrenia and mental disorder. Concurrent conditions were listed as menometrorrhagia, fibroids, pelvic pain, prophylaxis against postoperative nausea and vomiting, motion sickness, gerd, depression, cholelithiasis, bipolar I disorder (bipolar 1 disorder (cms/hcc)), bee sting hypersensitivity (allergy: bee sting,), chest pain (patient only develops chest pain when her anxiety gets worked up. She denies any thoughts of hurting herself.), obsessive-compulsive disorder, anxiety, migraine, peripheral edema, diabetes mellitus, morbid obesity and nicotine dependence (nicotine dependence: patient says that she has not smoked for 4 days. Prior to quitting, she was smoking about 2 cigarettes per day). On an unknown date, the patient had essure inserted. On (B)(6) 2022 she underwent medical device removal (seriousness criterion intervention required) by surgery (robotically assisted laparoscopic supracervical hysterectomy, bl salpingectomy done on (B)(6) 2022). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 49.181 kg/sqm. [Pathology test] on (B)(6) 2022: surgical pathology report: specimens: uterus, bilateral fallopian tubes. Final diagnosis: uterus and bilateral fallopian tubes, hysterectomy and salpingectomy: proliferative endometrium, negative for atypia and hyperplasia. Myometrium with leiomyomas unremarkable bilateral fallopian tubes. Gross description: sectioning through the fallopian tubes reveals a stellate,pinpoint lumen and no grossly identified masses or lesions. Findings: 14 cm irregular fibroid uterus with normal adnexa bilaterally. Normal amount of omental adhesion up to the superior aspect of the mesh, the umbilicus was free of any adhesions. Complications: none; patient tolerated the procedure well. Disposition: pacu: hemodynamically stable. [Physical examination] on (B)(6) 2023: cardiovascular: dorsalis pedis pulses are 2+ on the right side and 2+ on the left side. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.